Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of a cerebrovascular accident and hemorrhage are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as known patient effects of coronary stenting procedures. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster 2.8 x19 mm covered stent was used to treat a perforation caused by another device in the mid-left anterior descending coronary artery. The graftmaster failed to cross due to the anatomy and the previously placed stent. This resulted in severe bleeding / shock and stroke. The perforation was ultimately sealed with emergent surgery. The patient is in the intensive care unit but is not doing well. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Required intervention removed and death checked. Serious injury removed and death checked. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information received indicated that the patient expired on july 23, 2018. No additional information was provided.